Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately tortuous, 90% stenosed left renal artery. A 4x18mm herculink elite stent delivery system (sds) was advanced without resistance, but the balloon completely failed to inflate. The stent was removed with the sds, and a same sized herculink elite stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.